Event description:
(B)(4). Depression, anxiety, mood swings, excessive menstrual bleeding, acne, anemia, pain intercourse, fatigue, tired all the time.

Event description:
(B)(4). Forgot to add that since (B)(6) 2015 I have experiencing 2 heavy menstrual cycles a month, seems like my hair is falling out way more than normal.